Event description:
Subsequent information indicates the local field representative knew that the patient was going to be seen by their clinic but was unaware of any further information.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed noise. The noise had been oversensed leading to diverted therapy attempts. At the time, the noise appeared to be myopotential in nature. The patient was seen for follow up where the device was programmed to monitor only. The patient did not want any invasive trouble-shooting performed. Approximately (B)(6) months later, pacing impedances of greater than 2000 ohms were recorded. There were no adverse patient effects reported. A request for additional information from the local field representative has been made. Available information indicates the system remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.